Manufacturer narrative:
E1. Facility name continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported right side "rupture while introducing the implant". Device has been explanted.